Event description:
A nurse reported that a posterior capsular bag tear occurred during routine cataract surgery with intraocular lens implantation. As the lens was being released into the eye, the haptic went through the capsular bag. A vitrectomy was performed and a new lens implanted. The wound was sutured. Pt experienced no further complications.

Manufacturer narrative:
The returned intraocular lens was inspected and verified to have signs of handling. One haptic was distorted, the second haptic met specifications. The root cause of this damage is undeterminable; however, our observations reasonably suggest the damage is not manufacturing related. The product met manufacturing specifications prior to release.